Event description:
A customer reported having problems with the system's footswitch during a procedure. The procedure was able to be completed with the same system, no delay, and no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).